Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis. No qualification records were received because no product lot number was provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify a treat high blood glucose before dka develops."

Event description:
The pt's mother reported that on (B)(6) at 11:02 am her son's blood glucose measured 112 mg/dl. He ate about 65 grams of carbohydrate at 11:55 am and 25 grams at 2:31 pm. By 4:40 pm his bg read "high" (>500 mg/dl). He had another 72 grams of carbohydrate at 5:21 pm but threw up that meal. She reported a 13.2 unit insulin bolus and a 5.10 unit/hour basal rate, but not any times associated with these values. He son was transported by ambulance and plane to the nearest hospital which is two hours away. He was admitted to the intensive care unit with bg of 328 mg/dl. He had diabetic ketoacidosis and was placed on an insulin drip.